Manufacturer narrative:
Concomitant medical products: product ID: 9735771, serial/lot : unknown. Product ID: 9735788, serial/lot : unknown. A system checkout is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of the procedure. It was reported that the camera cart was dying immediately when disconnected form the wall and when connected to wall power. The representative left the system plugged in charging overnight and the issue was still happening. A self test showed the battery charging at 100% when plugged into line power, but when disconnected from the wall the uninterruptible power supply(ups) connection became lost. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. Hardware parts were replaced and the system passed checkout. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lot number of the ups is 16500376. The lot number of the battery is 1719. A medtronic representative went to the site to perform a system check out and they found that the system camera cart lost power instantly upon being unplugged from power even with sufficient charge time. The ups and battery were replaced to resolve the issue. (B)(4) the ups was returned for analysis. The unit was tested for twenty four hours and no issues were detected. The ups stayed powered on throughout the duration of testing, and all outputs measured normal voltage. The power switch functioned as intended. (B)(4). The battery was returned for analysis. The battery measured 25.88vdc, upon return. The battery was bench tested, in conjunction with the accompanying ups, for twenty four hours. The units stayed powered on throughout the duration of testing. Once the ups was disconnected from ac, the battery was unable to sustain power to the unit and shutdown immediately. Reported issue confirmed. (B)(4). If information is provided in the future, a supplemental report will be issued.